Manufacturer narrative:
(B)(4). Batch # m5534y. The ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60b cartridge reload loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger top was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 06/01/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button)? Squeezing the closing trigger while simultaneously depressing the anvil release button. Did the jaws of the device eventually open? No.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could not open after the nurse loaded the first cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.